Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago.

Event description:
It was reported that the patient was not getting stimulation coverage due to ipg migration. The patient underwent an ipg replacement procedure.